Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced a break in aseptic technique. On an unreported date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The cause of the peritonitis was reported as break in aseptic technique. The patient received re-training on proper aseptic technique and recovered from the event of break in aseptic technique. Treatment information was not provided for the peritonitis. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, the patient recovered from the event of peritonitis. Dianeal pd4 ambuflex therapy was ongoing. The nurse stated the event of peritonitis was not related dianeal therapy but did not provide an opinion of causality for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis incident.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd888511, gd888115, gd887026 and gd886119 with no exceptions observed related to the reported condition. The complaint was confirmed. The label review found the labeling adequate for the use error in this complaint. The cause was use error- breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.